Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - only use the recovery cone removal system to remove the g2 filter. Never re-deploy a removed filter. - do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Removal of g2 filter: capture of g2 filter - after the cone has been opened superior to the filter, advance the cone over the filter tip by holding the introducer catheter stationary and advancing the pusher shaft. It is recommended to obtain an anterior-oblique fluoroscopic image to confirm that the cone is over the filter tip. - close the cone over the filter tip by advancing the introducer catheter over the cone while holding the pusher shaft stationary. - continue advancing the introducer catheter over the cone until the cone is within the introducer catheter. - with the cone collapsed over the filter, remove the filter by stabilizing the introducer catheter and retracting the pusher shaft in one, smooth, continuous motion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately eight years five months post vena cava filter deployment, during a scheduled filter retrieval, the filter was unable to be retrieved. Approximately eight years ten months post filter deployment, the patient underwent a complex filter retrieval. There was no reported patient injury.

Event description:
It was reported that approximately eight years five months post vena cava filter deployment, during a scheduled filter retrieval, the filter was unable to be retrieved. Approximately eight years ten months post filter deployment, the patient underwent a complex filter retrieval. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient had a large thrombus that was found at the top of the filter. Furthermore, the patient¿s physician decided it would be necessary to insert a second filter above the initial filter, due to the size of the thrombus, in case of an embolic event. There was an initial attempted but unsuccessful percutaneous removal procedure. The device was removed percutaneously. The patient allegedly experienced pain that was associated with the failed attempted removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: the patient underwent placement of an inferior vena cava (ivc) filter for extensive left lower extremity deep vein thrombosis and pulmonary embolus. Placement was via the right internal jugular vein and the filter legs were positioned at the level of the inferior margin of the l3 vertebral segment. An inferior venacavogram performed post ivc filter deployment demonstrated successful deployment of filter and good position in the infrarenal inferior vena cava. Approximately eight years and four months post ivc deployment, a second cook ivc filter was deployed secondary to a large thrombus extending approximately 4-5 cm superior to the initially placed ivc filter and encompassed close to 80% of the inferior vena cava. The cook ivc filter was deployed below the renal veins and above the initially placed ivc filter. Post venogram demonstrated successful deployment and adequate placement below the renal vein emptying into the inferior vena cava. Approximately eight years nine months post deployment of initial ivc filter, both filters were successfully retrieved via complex retrieval procedure with an additional hour of procedure time. Inferior venogram performed prior to ivc filters retrieval demonstrated the existing filters were both intact and no acute thrombus was identified with complete resolution of the prior thrombus. There was mild focal stenosis of the inferior vena cava and a scant residual pseudoaneurysm with no extravasation. No further medical records were provided and the patient¿s current condition is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately eight years and four months post ivc deployment, a second cook ivc filter was deployed secondary to a large thrombus extending approximately 4-5 cm superior to the g2 filter and encompassed close to 80% of the inferior vena cava. Approximately eight years nine months post deployment of initial ivc filter, both filters were successfully retrieved via complex retrieval procedure with an additional hour of procedure time. The second cook ivc filter apex was embedded in the inferior vena cava. Using rigid forceps, the embedded filter apex was carefully dissected free and sheathed. An en-snare was used to engage the hook and filter was retrieved. The initial g2 filter was removed using rigid forceps. Therefore, the investigation is inconclusive for retrieval difficulties of the g2 filter. However, the investigation can be confirmed for thrombus. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.